Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting an alarm that says they are having a difficult time reaching temperature and the pads did not feel cold in an arctic sun device. Target temperature was 36c, patient temperature was 36.3c, water temperature was 27.5c. Chiller temperature (t4) was 7.9c, mixing pump command was 0 percentage, heater command was 69 percentage, water reservoir level was 5, pump hours were 41 and system hours were 2782. Confirmed alert 113 (reduced water temperature control) in the event log. Explained the heater command at 69 percentage indicates the device was trying to heat the water despite the patient being slightly above target. Nurse denied filling the reservoir on shift. Walked nurse through draining some water from the circulation tank. Water up to 28.6c. Provided cell phone number should alert 113 return. No further calls.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Target temperature was 36c, patient temperature was 36.3c, water temperature was 27.5c. Chiller temperature (t4) was 7.9c, mixing pump command was 0 percentage, heater command was 69 percentage, water reservoir level was 5, pump hours were 41 and system hours were 2782. Confirmed alert 113 (reduced water temperature control) in the event log. Explained the heater command at 69 percentage indicates the device was trying to heat the water despite the patient being slightly above target. Nurse denied filling the reservoir on shift. Walked nurse through draining some water from the circulation tank. Water up to 28.6c. Provided cell phone number should alert 113 return. No further calls. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d,e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting an alarm that says they are having a difficult time reaching temperature and the pads did not feel cold in an arctic sun device. Target temperature was 36c, patient temperature was 36.3c, water temperature was 27.5c. Chiller temperature (t4) was 7.9c, mixing pump command was 0 percentage, heater command was 69 percentage, water reservoir level was 5, pump hours were 41 and system hours were 2782. Confirmed alert 113 (reduced water temperature control) in the event log. Explained the heater command at 69 percentage indicates the device was trying to heat the water despite the patient being slightly above target. Nurse denied filling the reservoir on shift. Walked nurse through draining some water from the circulation tank. Water up to 28.6c. Provided cell phone number should alert 113 return. No further calls.